Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused 510 microa of excess current which depleted the internal hybrid layer capacitor (hlc) batteries. The device would not power on to charge and shock defibrillation energy. The analog pcb was then evaluated and it was determined that the cause of the reported failure was due to a field effect transistor (fet), designator q16 on the analog pcb assembly, being partially shorted. This field effect transistor (fet), designator q16, being partially shorted caused 510 microa of excess current which depleted the internal hybrid layer capacitor (hlc) batteries. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the charge-pak, attention and service wrench indicators in the readiness display. During device evaluation by physio-control it was observed that the device would not power on. There was no patient use associated with the reported event.